Manufacturer narrative:
Specific device information including catalog number and lot code were not provided by the patient. The device was described as an unknown stryker hip. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
The patient informed stryker staff that his surgeon (specialist hips implant) commented that after review his implant in the scintigraphy, it present loosening (release). The first surgery was at (B)(6) 2012 and the second surgery was at (B)(6) 2015.

Manufacturer narrative:
A second supplemental report is being submitted on 5/1/2017 to document device information including catalog and lot numbers as well as to document additional patient information including age and gender.

Event description:
The patient informed stryker staff that his surgeon (specialist hips implant) commented that after review his implant in the scintigraphy it present loosening (release) the first surgery was at (B)(6) 2012 and the second surgery was at (B)(6) 2015.

Manufacturer narrative:
An event regarding loosening involving an acetabular cup uhmwpe was reported. Conclusion: the explanted stem with the femoral head were received for evaluation. There is no indication the omnifit poly cup was revised as it was not returned with the stem and femoral head. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient informed stryker staff that his surgeon (specialist hips implant) commented that after review his implant in the scintigraphy it present loosening (release). The first surgery was at (B)(6) 2012 and the second surgery was at (B)(6) 2015.